Event description:
It was reported by a customer complaint that, the pt was hospitalized due to a diabetic ketoacidosis. The reporter stated that the insulin infusion pump with blood glucose monitor was reading greater than 150 points higher than the hosps monitor. Upon admission her blood sugar was >500. The reporter believes that the glucose monitor is not giving accurate readings. They did not receive any alarms or alerts on the pump. The reporter will send back the pump, and the monitor for system evaluation.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailng the results of the evaluation once it is completed.